Event description:
During the implantation of a heartmate 3 ventricle assist device (vad), the implant kit was opened and the pump was prepared according to MFR's instructions for use. As part of the implantation procedure, the vad driveline was tunneled, using the tunneling lance, to exit the left upper abdominal wall. The surgeon then attached the driveline cap insertion device (driveline cover) in order to connect the pump driveline to the tunneling lance. With all connections inspected and made secure, the surgeon then pulled the driveline out as per recommended procedure. Once the driveline had been successfully drawn through the driveline tract, the surgeon disconnected the tunneling lance/driveline cap device assembly from the driveline and inspected it. At this point he noticed that one of the black, plastic chads of the driveline cap insertion device, designed to hold the tunneling lance head, was missing. This piece is approx 8.5mm x 5mm x 2mm. It is thought to have become embedded in the driveline tract. The surgeon inspected the driveline tract exit site, looking for the missing plastic piece; however, he could not find it. He then notified the abbott rep immediately after the event happened.